Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing ineffective therapy. A lead diagnosis was performed and revealed high impedances across the lead. Reprogramming attempts have been unsuccessful at restoring effective therapy. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.